Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline was not unable not be opened, but that it was opened but not completely, the lack of good adhesion to the wall caused it to herniate into the aneurysm during subsequent operations. Resistance appeared in the middle and far segment of the system. No obvious damage to the pushwire or catheter was observed.

Manufacturer narrative:
Product analysis # (B)(4): as found condition: the pipeline flex and phenom 27 catheter were returned inside a bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were fully opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen without issue. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issues. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" and "resistance during delivery" were not confirmed that the braid's distal and proximal ends were fully opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and user deployed the braid in the vessel bend. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The damaged braid and user deployed the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, no damages were found with the pushwire and catheter. No issue was found during resistance testing with the catheter. The cause of resistance could not be determined. Possible resistance cause includes the lack of continuous flush with heparinized saline during the procedure. Ls 2025-01-27 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (227752626). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and encountered resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery with a max diameter of 19.21 mm and a 9.89 mm neck diameter. Landing zone: distal: 3.08 mm and proximal: 4.15 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 9 mm. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed contrast retention in the aneurysm. It was reported that the surgeon performed a dense mesh stent implantation for intracranial aneurysm. After the stent was delivered into place via the phenom 27 microcatheter, the surgeon began to deploy the stent; during the deploying process, the stent tip was not opened satisfactorily. The surgeon then retrieved the stent and raised it again to deploy it and felt a certain amount of resistance during this process; during the second deployment process, the stent tip still did not open well. The surgeon operated by increasing and decreasing tension and swinging; the stent and microcatheter system herniated into the aneurysm; after more than 30 minutes of attempts, the surgeon directly pushed the system out of the aneurysm, raised it with difficulty, and then deployed it again, but the stent tip still could not anchor, and the system herniated into the aneurysm again. The surgeon removed the system and used a conventional stent for auxiliary embolization, and the surgery was over. It was reported the pipeline failed to open in the distal section. The pipeline was positioned in a middle bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were additional steps or other devices required to open the pipeline such as: increasing and decreasing tension, swung operations. The pipeline was removed from the patient by resheathing and removing with the microcatheter. It was reported there was catheter resistance that occurred in the distal section. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.